Event description:
It was reported that the customer's insulin pump alarmed no delivery and had a backlight that was not as bright as before. The customer stated that he received the alarm frequently. The customer's blood glucose was unknown. Troubleshooting was done, but troubleshooting for the alarm could not be done because the alarm had been resolved by a complete set change. Advised customer call back when the alarm occurred in order to troubleshoot. Advised that a replacement insulin pump would be sent per request of the customer. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted or backlight anomaly noted. The insulin pump passed self-test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.